Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer complained about not being able to see parts of the display. It was stated that the customer explained that sometimes, the time may disappear but mother believed it could be caused by the fact that the customer lets the battery deplete too far before he changes it. Blood glucose value is unknown. The insulin pump passed the selftest and mother stated there are no alarms or issues with the insulin pump besides the intermittent time display. It was advised that there could be a partial display anomaly and to discontinue use if issue continues. Customer's mother stated they will monitor the device. The customer has a new insulin pump; email to diabetes educator was sent for the customer to be contacted and arrange training to start using the new device.